Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used to close subcutaneous tissue. After a few stitches, the needle bent. The surgeon tried to adjust the needle with forceps and the needle broke. An x-ray was done, but the surgeon failed to find the broken needle. The surgeon does not know if the needle fragment is in the patient or not. Currently, the patient is fine.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): retained representative samples were evaluated. The needles were visually and functionally examined for stiffness and ductility and they met the requirements.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.